Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician. Eri was indicated. The device was explanted and replaced. The patient was stable throughout the event.

Manufacturer narrative:
Premature depletion was not confirmed by analysis. Longevity analysis found the battery depletion to be normal.